Manufacturer narrative:
(B)(4). The lot was manufactured (B)(6) 2016. The device was received for evaluation with approximately 27 ml of fluid in the bladder. Visual inspection revealed no evidence of flow at the distal luer when the luer cap was removed. Microscopic examination revealed micro air bubbles in the fluid path inside the lumen of the glass capillary. The reported condition was verified. The direct cause of the flow problem was due to micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor would not allow flow of medication during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.